Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the catheter was removed according to the standard method, it was found that the front end of the balloon was broken and could not be implanted into the patient's body". Additional information states that this issue happened prior to use.

Event description:
It was reported "when the catheter was removed according to the standard method, it was found that the front end of the balloon was broken and could not be implanted into the patient's body". Additional information states that this issue happened prior to use.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Up-on return, the peel away sheath was noted on the iabc. The one-way valve was connected and teth-ered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted broken at two different locations at approximately 1.7cm and 5.3cm from the iabc distal tip. It can-not be confidently determined which central lumen break occurred first. Two bends to the iabc cen-tral lumen were noted at approximately 31.5cm and 52.8cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the he-lium pathway. No other visual damages or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc cen-tral lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspi-ration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detect-ed. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire ex-ited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 50.1cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the loc ation of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint that the "front end of the balloon was broken" is confirmed. During the inves-tigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken at two different lo-cations near the iabc distal tip, which caused the reported complaint. Based on a review of the de-vice history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint that the "front end of the balloon was broken" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "when the catheter was removed according to the standard method, it was found that the front end of the balloon was broken and could not be implanted into the patient's body". Additional information states that this issue happened prior to use.